Event description:
Customer reported receiving error alarms on the insulin pump. Customer stated that they received a low reservoir alarm and they were unable to clear it. Customer replaced the batteries and received a button error alarm. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case near the display window corners, a cracked display window, a scratched reservoir tube window, a cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.